Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 2017 and 2018. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +24.0 diopter) was explanted from the patient's operative eye in a secondary procedure because of patient experiencing visual disturbance, halos and glares. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (zxr00 + 24.0 diopter) was implanted in the patient's right on (B)(6) 2017. The lens was later explanted on (B)(6) 2018 and replaced with a za9003 +23.0. There was no patient injury reported and there was no other surgical intervention required. The account commented that the patient was unremarkable when discharged. The following fields were updated: age/date of birth: (B)(6). Date of event: (B)(6) 2017. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.